Event description:
It was reported that a cardioversion was performed for the atrial fibrillation (af) the patient experienced. The cardioversion triggered a code 1005, which is indicative of an open circuit and a high out of range shock lead impedance measurement. The patient was then externally converted. Daily measurements were stable between 105-120 ohms. Pacing thresholds were stable and some successful clinical episodes of ventricular tachycardia occurred earlier in the month. Impedance trends point to the right ventricular (rv) lead coil configuration being the issue. The plan is to perform testing and replace the lead. No adverse patient effects were reported. No further information is known.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Visual inspection of the right ventricular (rv) lead showed calcium on the distal and proximal shocking coils. This observation confirms the clinical observations, as a lead issue.

Event description:
This supplemental report is being send for the device evaluation.

Event description:
Additional information indicated that the right ventricular (rv) lead and crt-d were removed and replaced. The lead was removed due to the impedance issues and the device was removed as a new system was wanted. No additional adverse patient effects were reported. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.